Event description:
A medwatch report was submitted in response to this event. The mfg# is 9610726-2004-00037.

Event description:
Revision of right total hip arthroplasty - femoral component. Failure of the bond between the bone and the cement, resulting in loosening of the femoral component.